Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels due to needing a settings adjustment. Customer alleged that a pump issue caused the basal setting "to be reset at a higher amount." Customer's bg was 40 mg/dl and was addressed by consuming carbohydrates. Tandem technical support advised customer to contact their healthcare provider regarding settings adjustments.